Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and during the transseptal phase, a high force issue occurred. The investigational analysis completed on 2/7/2019. The device was inspected and the pebax was found cut with reddish material inside. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was working properly. The force values were observed within specifications. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. On, 1/31/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and during the transseptal phase, a high force issue occurred. It was reported that the physician tried to rezero with no resolution. The cable was replaced with no resolution. Catheter replacement resolved. No adverse patient consequences were reported. The high force issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 1/3/2019, and found the clear pebax sleeve cut approximately 5mm from the distal side of the tip dome. Additionally, reddish brown material was observed inside the sleeve. The reddish-brown material observed has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of the cut peebax has been assessed as MDR reportable as internal parts were exposed. On 1/24/2019, the bwi pal did further analysis by performing scanning electron microscope (sem) testing and found evidence of mechanical damage, stress marks, scratches and a hole on the peebax surface. The issues of mechanical damage, stress marks, and scratches has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hole has been assessed as MDR reportable. The awareness date was rest to 1/3/2019.